Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2026-00014), was submitted on 16-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 07-dec-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 23-feb-2026 against "lot number 6010639 and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6010639 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 23-feb-2026 against "lot number 6010639 and similar malfunction codes occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010639 was manufactured according to the work instruction (wi) version 75 in the inset 6, on 07-dec-2024, with a total of (B)(4) units. Gluing of tubing: the lot 4l05379 was manufactured according to the wi version 65 in the gluing of tubing in the machine sco2, on 06-dec-2024, with a total of(B)(4) units. The lot 4l05378 was manufactured according to the wi version 65 in the gluing of tubing in the machine sco2, on 05-dec-2024, with a total of (B)(4) units. The lot 4l06551 was manufactured according to the wi version 65 in the gluing of tubing in the machine sco2, on 08-dec-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010639 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient faced infusion set tubing blockage issue on (B)(6) 2026. No further information available.